Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation energy during a patient event. The customer advised that the device charged for defibrillation, but did not discharge. Later, the customer's biomedical engineer was unable to duplicate the issue. The device was able to shock 6 times successfully. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation energy during a patient event. The customer advised that the device charged for defibrillation, but did not discharge. Later, the customer's biomedical engineer was unable to duplicate the issue. The device was able to shock 6 times successfully. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.